Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hypersensitivity, nausea, dizziness, headache, asthma, inflammatory response and lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The ventilator was returned to the manufacturer for evaluation and no visible foam particles in the airpath were observed. No repair performed due to the device not needed for inventory. The unit will be scrapped.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hypersensitivity, nausea, dizziness, headache, asthma, inflammatory response and lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.